Event description:
During device preparation, the lead exhibited high impedance while connected to a pacing system analyzer. A new lead was implanted to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The field reports of inadequate capture threshold and high lead impedance were not confirmed. Upon analysis, electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.